Manufacturer narrative:
No hospital or contact information was provided in the MDR we received, thus we could not arrange for return of instrument. The material of the beak of the sheath is ceramic, the breakage of it could be related to mechanical force from mishandling.

Event description:
This MDR is based on a copy of an MDR (mw5069804) that was sent to us by cdrh. There was no hospital listed and no contact for the hospital listed, so all information is derived from the MDR we received. MDR stated: (allegedly) while performing cysto with turbt, 3 pieces ceramic/plastic aspect of storz resectoscope/sheath broke off inside patient's bladder. All 3 pieces retrieved with irrigation. Meticulous examination of bladder showed no additional pieces.